Event description:
Received letter from attorney representing surgeon in a malpractice claim involving a laparoscopic appendectomy. According to the attorney, the surgeon believes an ets endocutter (specific code unknown) was utilized as that is his normal practice. They have not received medical records yet and so the device MFR. Has not been confirmed. The patient presented with acute appendicitis and a lap appendectomy was performed which was uneventful and therefore, no device was saved. On post op day one, the patient was not well and a CT scan revealed fluid in the abdomen. Exploration revealed an open stump. No staples were found within the cavity and none were found on radiology. The stump was repaired and the patient has recovered.

Manufacturer narrative:
Date sent: 02/20/2008. Information is unavailable; device was not returned for evaluation.